Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The model noted for the patient is a sigma sdr generator. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 70 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and utility of magnetic resonance imaging in patients with cardiac implantable electronic devices. Heart rhythm. 2017 august ; 14(8): 1138¿1144. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg) while utilizing magnetic resonance imaging (MRI). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported that one patient experienced acute loss of pacing. The patient had been programmed d00 80 for MRI and, upon entry into the MRI room, was noted immediately to have a heart rate of 40 with a narrow qrs junctional escape. It was noted the ipg experienced a power-on-reset event with automatic conversion to vvi 65. This was attributed to the oversensing in the statis magnetic field. After the patient received MRI, the original settings were reprogrammed on the ipg. The ipg remained in use for subsequent months and then was replaced for an expected generator change. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.